Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button not working. The customer¿s blood glucose was 121 mg/dl. The customer stated that the they observe time clock for one minute to verify if time advanced. Customer stated that insulin pump was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.